Event description:
During a revision surgery performed to realign the proximal body, the surgeon was unable to disengage the proximal component. As a result, the entire m-vizion stem had to be explanted. According to his assessment, the disassembly rod was bent, preventing the separation of the m-vizion components. The surgical procedure was prolonged by 30 min over a 2-hour surgery because the distal component also had to be explanted, although this had not been planned initially.

Manufacturer narrative:
Based on the information currently available, no detailed investigation could be completed. We are currently attempting to obtain additional information to enable a more comprehensive investigation.